Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / cramping") and pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), nausea ("nausea"), the first episode of fatigue ("fatigue"), depression ("depression"), emotional disorder ("hormonal changes describe: emotional"), anger ("anger,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), vaginal disorder ("infection (bladder/ urinary tract/vaginal) type: vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), acne ("rashes or skin conditions type: pimples"), migraine ("migraines"), headache ("headaches,"), tooth fracture ("brittle and broken teeth"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), hypermetropia ("farsighted with light sensitivity"), photophobia ("farsighted with light sensitivity"), the second episode of fatigue ("fatigue"), weight decreased ("weight loss") and cyclic vomiting syndrome ("gastrointestinal or digestive system condition type: sickless vomiting syndrome"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, abdominal distension, nausea, depression, emotional disorder, anger, urinary tract infection, female sexual dysfunction, acne, migraine, headache, tooth fracture, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, hypermetropia, photophobia, the last episode of fatigue, weight decreased and cyclic vomiting syndrome outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, anger, cyclic vomiting syndrome, depression, dysmenorrhoea, dyspareunia, emotional disorder, female sexual dysfunction, headache, hypermetropia, menorrhagia, migraine, nausea, pelvic pain, photophobia, tooth fracture, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter information added. Patient's demographics were added. Lot no. Added. Historical condition, concomitant condition, lab data were added. Added event emotional, anger, depression, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), utis, vaginosis, apareunia (inability to have sexual intercourse), pimples, migraines, headaches, nausea, brittle and broken teeth, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, farsighted, light sensitivity, fatigue, weight loss, sickless vomiting syndrome. Updated onset date, outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / cramping") and pelvic pain ("pain") in a 28-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), nausea ("nausea"), the first episode of fatigue ("fatigue"), depression ("depression"), emotional disorder ("emotional"), anger ("anger"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), urinary tract infection ("utis"), vaginal disorder ("vaginosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), acne ("pimples"), migraine ("migraines"), headache ("headaches,"), tooth fracture ("brittle and broken teeth"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), hypermetropia ("farsighted with light sensitivity"), photophobia ("farsighted with light sensitivity"), the second episode of fatigue ("fatigue"), weight decreased ("weight loss") and cyclic vomiting syndrome ("sickless vomiting syndrome"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, abdominal distension, nausea, depression, emotional disorder, anger, urinary tract infection, female sexual dysfunction, acne, migraine, headache, tooth fracture, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, hypermetropia, photophobia, the last episode of fatigue, weight decreased and cyclic vomiting syndrome outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, anger, cyclic vomiting syndrome, depression, dysmenorrhoea, dyspareunia, emotional disorder, female sexual dysfunction, headache, hypermetropia, menorrhagia, migraine, nausea, pelvic pain, photophobia, tooth fracture, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc (product technical complain). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain / cramping') and pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Patient's current weight 220 lbs. Previously administered products included for an unreported indication: mirena from 2007 to 2013. Concurrent conditions included overweight. Concomitant products included amitriptyline since 2015, lamotrigine since 2015 and pantoprazole since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced nausea ("nausea") and acne ("pimples"). In november 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced depression ("depression"), emotional disorder ("emotional"), anger ("anger"), urinary tract infection ("utis"), vaginal disorder ("vaginosis"), migraine ("migraines"), headache ("headaches,") and photophobia ("farsighted with light sensitivity") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced tooth fracture ("brittle and broken teeth"). In november 2014, the patient experienced cyclic vomiting syndrome ("sickless vomiting syndrome"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), hypermetropia ("farsighted with light sensitivity"), the second episode of fatigue ("fatigue"), hot flush ("hot flush") and hair colour changes ("going grey"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and abdominal distension was resolving, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the nausea, depression, emotional disorder, anger, urinary tract infection, female sexual dysfunction, acne, migraine, headache, tooth fracture, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, hypermetropia, photophobia, the last episode of fatigue, weight decreased, cyclic vomiting syndrome, hot flush and hair colour changes outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, anger, cyclic vomiting syndrome, depression, dysmenorrhoea, dyspareunia, emotional disorder, female sexual dysfunction, hair colour changes, headache, hot flush, hypermetropia, menorrhagia, migraine, nausea, pelvic pain, photophobia, tooth fracture, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event "going grey" added, reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain / cramping') and pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Patient's current weight 220 lbs. Previously administered products included for an unreported indication: mirena from 2007 to 2013. Concurrent conditions included overweight. Concomitant products included amitriptyline since 2015, lamotrigine since 2015 and pantoprazole since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced nausea ("nausea") and acne ("pimples"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced depression ("depression"), emotional disorder ("emotional"), anger ("anger"), urinary tract infection ("utis"), vaginal disorder ("vaginosis"), migraine ("migraines"), headache ("headaches,") and photophobia ("farsighted with light sensitivity") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced tooth fracture ("brittle and broken teeth"). In november 2014, the patient experienced cyclic vomiting syndrome ("sickless vomiting syndrome"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), hypermetropia ("farsighted with light sensitivity"), the second episode of fatigue ("fatigue"), hot flush ("hot flush") and hair colour changes ("going grey"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and abdominal distension was resolving, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the nausea, depression, emotional disorder, anger, urinary tract infection, female sexual dysfunction, acne, migraine, headache, tooth fracture, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, hypermetropia, photophobia, the last episode of fatigue, weight decreased, cyclic vomiting syndrome, hot flush and hair colour changes outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, anger, cyclic vomiting syndrome, depression, dysmenorrhoea, dyspareunia, emotional disorder, female sexual dysfunction, hair colour changes, headache, hot flush, hypermetropia, menorrhagia, migraine, nausea, pelvic pain, photophobia, tooth fracture, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event "going grey" added, reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain / cramping') and pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Patient's current weight 220 lbs. Previously administered products included for an unreported indication: mirena from 2007 to 2013. Concurrent conditions included overweight. Concomitant products included amitriptyline since 2015, lamotrigine since 2015 and pantoprazole since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced nausea ("nausea") and acne ("pimples"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced depression ("depression"), emotional disorder ("emotional"), anger ("anger"), urinary tract infection ("utis"), vaginal disorder ("vaginosis"), migraine ("migraines"), headache ("headaches,") and photophobia ("farsighted with light sensitivity") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced tooth fracture ("brittle and broken teeth"). In (B)(6) 2014, the patient experienced cyclic vomiting syndrome ("sickless vomiting syndrome"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), hypermetropia ("farsighted with light sensitivity"), the second episode of fatigue ("fatigue"), hot flush ("hot flush") and hair colour changes ("going grey"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and abdominal distension was resolving, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the nausea, depression, emotional disorder, anger, urinary tract infection, female sexual dysfunction, acne, migraine, headache, tooth fracture, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, hypermetropia, photophobia, the last episode of fatigue, weight decreased, cyclic vomiting syndrome, hot flush and hair colour changes outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, anger, cyclic vomiting syndrome, depression, dysmenorrhoea, dyspareunia, emotional disorder, female sexual dysfunction, hair colour changes, headache, hot flush, hypermetropia, menorrhagia, migraine, nausea, pelvic pain, photophobia, tooth fracture, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: new event "going grey" added, reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain / cramping') and pelvic pain ('pain') in a 28-year-old female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: mirena from 2007 to 2013. Concurrent conditions included overweight. Concomitant products included amitriptyline since 2015, lamotrigine since 2015 and pantoprazole since 2014. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2013, the patient experienced nausea ("nausea") and acne ("pimples"). In november 2013, the patient experienced vaginal discharge ("vaginal discharge"). In february 2014, the patient experienced depression ("depression"), emotional disorder ("emotional"), anger ("anger"), urinary tract infection ("utis"), vaginal disorder ("vaginosis"), migraine ("migraines"), headache ("headaches,") and photophobia ("farsighted with light sensitivity") and was found to have weight decreased ("weight loss"). In 2014, the patient experienced tooth fracture ("brittle and broken teeth"). In november 2014, the patient experienced cyclic vomiting syndrome ("sickles's vomiting syndrome"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), female sexual dysfunction ("paramenia (inability to have sexual intercourse)"), allergy to metals ("nickel allergy"), hypermetropia ("farsighted with light sensitivity"), the second episode of fatigue ("fatigue") and hot flush ("hot flush"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower and abdominal distension was resolving, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the nausea, depression, emotional disorder, anger, urinary tract infection, female sexual dysfunction, acne, migraine, headache, tooth fracture, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, hypermetropia, photophobia, the last episode of fatigue, weight decreased, cyclic vomiting syndrome and hot flush outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, allergy to metals, anger, cyclic vomiting syndrome, depression, dysmenorrhoea, dyspareunia, emotional disorder, female sexual dysfunction, headache, hot flush, hypermetropia, menorrhagia, migraine, nausea, pelvic pain, photophobia, tooth fracture, urinary tract infection, vaginal discharge, vaginal disorder, vaginal haemorrhage, weight decreased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: reporter added. Event added as hot flush and outcome updated for event bloating add cramping a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("pain / cramping") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), nausea ("nausea"), fatigue ("fatigue") and depression ("depression"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, abdominal distension, nausea, fatigue and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, depression, fatigue and nausea to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.